Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was found with the tachy mode programmed off. The device had recently been reprogrammed per the field advisory.